Event description:
Procedure: ladg. According to the reporter: while using a clip applier and forceps with sharp ends, the surgeon found the seal of the port was torn. After that, air leaked from the cavity every time the surgeon moved the forceps. New device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).